Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to product performance. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to product performance. No adverse patient effects were reported. Additional information obtained, the lead was abandoned due to high out of range shock impedance.